Event description:
A malfunction alarm labeled as malf 15 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted with resetting the pump, but the issue recurred, leading to the decision to replace the pump. The customer used multiple daily injections (mdi) as a backup therapy to maintain insulin delivery and was instructed on returning the malfunctioning pump in storage mode using a pre-paid label.